Event description:
During a mitraclip procedure to treat functional mitral regurgitation with a grade of 3 and enlarged atrium, there was an embolus. After performing transseptal puncture and inserting a steerable guide catheter, a floating structure was observed at the steerable guide catheter and dilator assembly, despite a heparin injection and sufficient act. The physician suspected that the floating structure was a tissue particle of the fossa, or a thrombus, however it is unconfirmed. While retracting the dilator, aspiration was performed, and the floating structure was not visible anymore. The procedure was continued and the mitraclip was implanted successfully, reducing the mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported embolism could not be conclusively determined.